Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a hardware failure had occurred in the auxiliary drawer. A field service engineer found that drawers were not on the bus. The data light on module controller was blinking. The engineer reseated the row board cables and rebooted the system. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 3.1 and 3.2 was failed. The customer reported that the malfunction occurred while dispensing the medication and caused a delay. There were no adverse events or injuries reported based on this event.